Event description:
It was reported, the patient underwent left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.